Manufacturer narrative:
Qn# (B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a guide wire assembly inside the cvc tray. Visual analysis of the image could not confirm any defects or anomalies on the guide wire. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not use if package is damaged". The report of a kinked guide wire before use could not be confirmed through examination of the customer supplied photo. The image showed a guide wire assembly inside the cvc tray; however, kinking could not be confirmed. A device history record review was performed with no evidence to suggest a manufacturing related cause. The probable cause of the guide wire kinking could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section f.10.-health effect impact code corrected to 2645. Section h.6.-health effect impact code corrected to 2645.

Event description:
The complaint is reported as: the spring wire guide kinked prior to use on a patient. No injury reported. The condition of the patient is reported as "fine".

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: the spring wire guide kinked during use on a patient. No injury reported. The condition of the patient is reported as "fine".